Event description:
It was reported that the patient had an inappropriate shock due to oversensing. Office testing was unable to reproduce the noise. Technical services discussed some programming options. The shock occurred while the sensing vector was programmed to the primary vector. The clinic has elected to program the sensing vector to the secondary vector. There were no additional adverse patient effects. The system remains implanted.